Manufacturer narrative:
During evaluation of the pump, a breach of the power supply housing was identified whereby the housing had separated at the seam, exposing the internal electrical components. In follow up with the customer, she did not remember if it was damaged while in her possession. The issue with a damaged rev p power supply for the pump in style device is currently being evaluated under an investigation for complaint category (B)(4). A conclusion regarding this issue cannot be made at this time.

Event description:
On (B)(6) 2016, the customer alleged to medela (B)(4) that the suction on her pump in style advanced did not increase when the level was adjusted.

Manufacturer narrative:
The issue with a damaged pump in style rev p power supply for the pump in style device was evaluated under an investigation for complaint category (B)(4), which found that breaches in the rev p power supply housing are the result of an external large force impact and are not the result of a malfunction.